Event description:
It was reported, the patient has not charged her scs system for several months. A sjm representative confirmed the inability to establish communication between multiple patient programmers, charging systems and the patient's scs ipg. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.